Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ injector luer lock (n35c) the safety lock was damaged before use. No serious injury or medical intervention was reported.

Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, damage was observed to the tips of the safety sleeve. The injector was able to connect to the c35 connector product after the grips were manually relocated. As a lot number was unavailable for this incident, a production history review could not be completed and additional retained samples could not be investigated. The exposed needle is a result of safety sleeve breakage, which occurs when the injector is not properly disengaged. It is important the hold onto the white component of the injector before engaging/disengaging the product; operator must not grip the blue safety sleeve. If the grips of the safety sleeve are dislocated, the injector is activated and the needle is exposed. The injector must be removed by pulling it straight back, in order to avoid damage to the grips. If the injector has been forced while engaging, the grips may also become damaged. It is recommended that the instructions for use are carefully followed when using the injector product.

Event description:
It was reported that bd phaseal injector luer lock (n35c) the safety lock was damaged before use. No serious injury or medical intervention was reported.